Event description:
The suture was used during an appendectomy procedure. Reportedly, post-op bleeding occurred. The surgeon conducted a reoperation to correct the problem. The hosp has reported the pt status is satisfactory.